Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reports waere verified and attributed to a faulty integrated circuit on the main board. The main board will be replaced to remedy the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), after successfully delivering six shocks to the patient the device inappropriately shut down while attempting to shock for a seventh time. When the device was powered back on it inappropriately prompted a "plug in cable message" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.